Event description:
(B)(4). Same case as MFR report #: 2134265-2010-03147, 2134265-2010-03149. It was reported that following a stenting treatment procedure, the patient presented with angina and in stent restenosis. The index procedure placed two unknown taxus express2 stents in the mid right coronary artery, one taxus express2 stent in the proximal left circumflex (lcx) artery and one taxus express2 stent in the 1st obtuse marginal branch. In (B)(6) 2009, the patient was hospitalized with angina revealing restenosis of the proximal lcx artery. Six days later, the 90% restenosed 3.5x20mm lesion located in the ostium of the lcx artery was treated with ballooning and the placement of an unspecified taxus liberte stent resulting in 0% residual stenosis. Five hours later, the patient complained of chest pain. An ECG was performed with no abnormalities. Angiography was then performed revealing acute recoil and plaque shift in the proximal portion of the taxus liberte stent placed in the lcx earlier that day. In addition, a vessel dissection, hematoma and restenosis occurred in the proximal left anterior descending (lad) artery. Per the physician, the direct cause of the vessel dissection was unknown, however, a guide catheter was suspected, but no information on the guide catheter was available. No myocardial infarction occurred. Bailout treatment the same day treated the 90% restenosed, 3.0x15mm lesion located in the proximal lcx with ballooning and v-stenting using a 3.0x8mm taxus liberte stent resulting in 25% residual stenosis. And the 75% stenosed, 3.5x20mm lesion located in the proximal lad was treated with ballooning and v-stenting using a 3.5x32mm taxus liberte stent resulting in 0% residual stenosis. The patient was discharged 9 days later in improved condition. Per the physician, the restenosis of the target lesion was listed as "possibly related" to the study stent. The coronary restenosis occurring 5 hours after treatment was listed as "unrelated" to the study stent.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the index procedure treated multiple lesions. The first lesion was a de novo, 90% stenosed 3.5x15mm located in the mid rca. Treatment consisted of pre-dilation, the placement of two overlapping taxus express2 stents (3.0x24mm 3.5x16mm) and post dilation resulting in 0% residual stenosis. The second lesion was a de novo, 99% stenosed 2.5x15mm target lesion located in the 2nd obtuse marginal branch. Treatment consisted of pre-dilation, the placement of a 2.5x16mm taxus express2 stent and post dilation resulting in 25% residual stenosis. The third lesion was a de novo, 75% stenosed 3.0x15mm target lesion located in the proximal left circumflex artery that was caused by an unspecified catheter induced injury. Treatment consisted of pre-dilation, the placement of a 3.0x16mm taxus express2 stent used for bail out treatment resulting in 0% residual stenosis. The patient was discharged without complication six days later on bayaspirin and plavix. In (B)(6) 2009, the patient presented with ischemic symptoms (unstable angina). Following stent placement and plaque shift, the ostium of left anterior descending artery was examined by ivus and a 2mm patency was confirmed. Thus it was decided not to treat, but is going to be subject to follow-up observation.